Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80 percent stenosis degree) in the severely tortuous mid lad. The lesion could not be crossed with the orsiro, and the device was removed.

Manufacturer narrative:
Combination product: yes. 06-oct-2022 additional information. After additional dilatation of the lesion, two other stents were implanted in overlapping manner. And the final angiogram showed good stent expansion without complication. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is crimped well between the x-ray markers and shows no damage or irregularity. The balloon is well folded and shows no signs of inflation. The crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severe tortuosity and calcification).

Manufacturer narrative:
Combination product: yes. (B)(6) 2022 additional information. After additional dilatation of the lesion, two other stents were implanted in overlapping manner. And the final angiogram showed good stent expansion without complication. (B)(6) 2022 corrected UDI to (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is crimped well between the x-ray markers and shows no damage or irregularity. The balloon is well folded and shows no signs of inflation. The crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severe tortuosity and calcification).